Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any, the bard mesh may have caused or contributed to the events as alleged. As reported a plastic string about 1cm in length was removed from the patients abdomen in 2016. It is unclear where the "plastic string" originated from, the 3dmax mesh does not contain any plastic parts. No lot number has been provided; therefore a review of the manufacturing records could not be conducted. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the left sided repair, an additional emdr was submitted to represent the right sided repair. Note: remains implanted.

Event description:
It was reported that on (B)(6) 2005 the patient underwent an inguinal and femoral (bilateral) hernia repair procedure. As reported a large 3dmax mesh was implanted on the left side and a medium 3dmax mesh was implanted on the right side. It is alleged that within a year the patient started to experienced lower abdomen and left testicular pain. Also occasional discoloration and swelling in the central abdomen. As reported in 2016 a lump formed in the central lower abdominal area and a plastic string about 1cm in length was removed. At present it is alleged that the patient is experiencing flu like symptoms. The patient is concerned for the possibility of necessary corrective sugary in the future for possible folding, mesh migration, mesh adhesion to organs and other complications that may be causing present symptoms or future complications.